Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from their adc device. Customer reported low readings of 40 mg/dl and 45 mg/dl which were lower than lab readings of 170 mg/dl and 170 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving low readings from their adc device. Customer reported low readings of 40 mg/dl and 45 mg/dl which were lower than lab readings of 170 mg/dl and 170 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot and serial number was not provided for meter and strip both. Clinical and stability data was reviewed for freestyle strips and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for freestyle strips and, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for optium xceed meter and, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number ((B)(6)) provided by the customer and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.